Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and passed. The allegation was undetermined due to missing applicator. The probable cause could not be determined.